Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for low blood glucose. The customer stated that their sensor is stuck in them and is having inaccurate readings from the sensor. The customer stated that the serter does not release the sensor correctly. The customer was assisted with trouble shooting the insulin pump and was educated on the proper insertion technique. The customer was informed that the sensor and serter need to be replaced. The customer will send the serter and sensor back for analyses. No further information was provided.

Manufacturer narrative:
Analysis not required due to complaint related to sen-serter. Customer returned sensor only. Also unable to confirm adhesive anomaly due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.